Event description:
Reportable based on device analysis completed on 19-feb-2015. It was reported that crossing difficulties were encountered. A 3.00x38mm promus element ¿ long drug-eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts at the proximal end of the stent was raised vertically off the balloon material. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The analysis did not identify any issue with the profile of the device which could have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).